Event description:
It was reported that following a pump replacement the patient developed an infection and had the complete system removed in (B)(6) 2013, the actual date was not provided, by the same health care provider (hcp). The patient was currently only taking oral medications and had indicated he noticed a difference without the pump. The patient was considering getting the pump again but his wife was concerned about finding a clinic that would implant, refill and manage oral medication. The type of medication being delivered via the device system was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).